Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported, "revision surgery. Revision hip. Removal of prosthesis (B)(4)." Components explanted during revision surgery are unk.